Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary- an opened sample was received for evaluation. As the complaint sample received in open condition further investigation on complaint sample cannot performed except visual inspection. The returned suture was visually inspected and punching marks were observed at two places on suture which might had been created during handling of suture. The returned needle was inspected and observed to be bent. Several user instrument marks and bent up appearance right behind the bend area, indicating that the needle had been grasped there. Five retain samples of product code nw844 and lot number v8007 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. It is evident that there was no issue related to the suture quality and processing of this lot. Knot pull tensile strength test was performed over the retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to meet the usp average knot pull tensile strength requirement. All the individual as well as average knot pull values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Event description:
It was reported that a patient underwent an open inguinal procedure on (B)(6) 2019 and suture was used. During surgery, the suture broke off from the middle. There was no adverse patient consequences reported.